Manufacturer narrative:
A ventec clinician explained to the customer how to calibrate the screen, which improved the touchscreens responsiveness. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the touchscreen on the device had locked-up and become unresponsive. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The patient was placed on their backup ventilator. No further details about the patient were provided.